Event description:
This lead was explanted due to oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
On (B)(6) 2017 - we were notified there was a fracture of the lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.